Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received from a manufacturer representative reported that they saw the patient on (B)(6) 2016 and the device was checked. The patient was reprogrammed and getting good therapy. However, on (B)(6) 2016 the patient reported that they were experiencing shocking from their implantable neurostimulator (ins) and the ins would not turn off. They had no control over the ins. The patient felt that the ins was faulty and they were being tortured by it. They also had pain and muscle spasms and their feet felt like they were raw and hurting. They had gotten very little sleep since (B)(6) 2016. The patient noted that about 2 weeks prior to the report the ins started shocking them and it was gradually getting worse. The patient was confined to a chair because every time they would move around the device would shock them and it would make their muscles jump. On the sunday prior to the report it made the patient's back flinch and they defecated on themselves. The patient was almost to the point where they could not drive. There were no falls or trauma associated with this event. The patient met with a manufacturer representative on (B)(6) 2016 for a reprogramming and it was noted that the patient was taken care of. It was thought that there was a broken lead and electrode #10 had an impedance reading of 10,000 ohms which was noted to be a short. They worked around the issue and used a different lead and the issue was fixed. The patient wanted to have an x-ray taken of their system. The patient was implanted for spinal pain.

Event description:
The consumer reported that they were having trouble again and were looking into alternatives. The patient stated they were in pain and that they needed it fixed. Further information received from the consumer reported that they were not informed that there were only two leads implanted; the trial had three leads so it worked great. The patient stated that it had kept him off pain pills since mid-2012. The patient reported that on monday the thing went haywire, it started running wide open and the lead to his back would not work. To try and get some relief he turned it up to a higher setting and still had nothing in his back. The patient stated that they could barely control their pain without having to sit in an automobile to drive to see a manufacturer representative. The patient had an appointment scheduled to see the manufacturer representative. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.